Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer went to the emergency room with an elevated blood glucose (bg) level over 500 mg/dl. Customer was treated with a manual insulin injection and intravenous fluids of saline to address the elevated bg. Customer was discharged the same day, with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.